Manufacturer narrative:
(B)(4) unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received the device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 06/29/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B)(6) 2010: "then, we proceeded to place a 28-mm annuloplasty ring on the annulus of the bicuspid valve using 2-0 ti-cron suture in an interrupted mattress fashion, and after suturing the ring in place, it was noted that the valve was still leaking and regurgitant, and therefore, the ring along with the suture were removed and 27-mm bovine pericardial bioprosthetic valve was sutured to the annulus of the tricuspid valve using pledgeted 2-0 ti-cron suture in an interrupted mattress fashion."